Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. The lesion was predilated and a 2.75x32mm taxus liberte monorail stent delivery system was advanced. However it was unable to cross the lesion. After several attempts, the device was removed outside the body. It was noted that the stent edge was lifted. The procedure was completed with a non-bsc drug eluting stent. No patient complications were reported and the patient's status is good.